Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set had air bubbles. The customer cannot recall their blood glucose reading. There are small air bubbles in the tubing. Customer states they filled insulin twice. The issue is not resolved. There are also air bubbles in the reservoir. Customer did not allow for insulin to warm to room temperature prior filling the reservoir. The set will not return for analysis.